Event description:
The customer reports receiving readings of 92 mg/dl, 199 mg/dl, 122 mg/dl, 134 mg/dl, 242 mg/dl, 177 mg/dl, 172 mg/dl, 123 mg/dl, 54 mg/dl and 267 mg/dl over 6 hrs. The customer experienced symptoms of hypoglycemia and was diagnosed symptoms of hypoglycemia and was diagnosed and treated in the emergency room for severe hypoglycemia. The customer was reported to have a reading of 54 mg/dl, and was treated with ivs and food in the emergency room.